Event description:
Customer reported she experienced seizures was in a coma for three months. Customer also reported that hew blood glucose went down to 54 mg/dl when she woke up, even though she ate well the day before. She thinks her rates need to be adjusted. Customer did not believed the insulin pump needed to be troubleshooted. She requested assistance with changing her infusion set since it was her first change after training. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.